Manufacturer narrative:
(B)(4). The distributor service engineer confirmed the reported issue. Device returned to manufacturer for further evaluation. Evaluation is in progress, but not yet concluded

Event description:
The user facility reported that during preventive maintenance (pm) of the device per the user facility, the monitored fraction of inspired oxygen (fio2) value was around 10% different with measured fio2 by the portable oxygen (o2) measurement device on the electronic patient gas system (epgs). There was no patient involvement.